Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation was unable to determine a specific root cause. There was no product problem identified, and the elecsys hiv duo assay performed within specification.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas pure e 402 analytical unit. The initial result was 114.0 coi (reactive). The results using abbott architect and hiv rna testing were non-reactive. On (B)(6) 2025, a new sample from the patient was tested on the cobas e402, and the result was 112.0 coi (reactive). The result using abbott architect was non-reactive.